Manufacturer narrative:
(B)(4)

Event description:
It was reported that through merlin.net transmission, premature battery depletion was observed. No therapies or changes in output could explain the sudden drop in battery voltage from (B)(6) 2016. Battery longevity was 5.3-5.9 years in (B)(6) 2016 and now it was 8.5 months. Patient will be scheduled for device replacement. Physician is observing the system until surgery is only an absolute necessity. Patient was asymptomatic.

Manufacturer narrative:
(B)(4). Please remove (B)(4) as there was no data anomaly.

Event description:
New information received notes that the device was explanted and replaced due to premature eri. Device reached eri around (B)(4) 2016. There were no patient symptoms.

Manufacturer narrative:
Premature battery depletion was confirmed by analysis. Bench testing on the device was performed, and no sources of high current were noted. In further analysis of the battery, lithium clusters were observed shorting the anode and cathode of the battery. These analyses concluded that the premature battery depletion was caused by a lithium cluster induced short circuit. The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on (B)(6) 2016.